Manufacturer narrative:
The lot number provided in this complaint, it is not a valid lot number. Without a valid lot number, a device history record (DHR) review could not be performed. All dhrs are reviewed for accuracy prior to product release. The complaint sample was not returned to the manufacturing site for review. Without the sample, it is not possible to determine a confirmed root cause of this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This information will be utilized for tracking and trending purposes to determine the need for corrective action.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a beta cap adapter. The customer states that per the nurse, the plastic adapters come off the pt's transfer set when their peritoneal dialysis catheter was placed during surgery. The plastic adapter (lot number) separated from the catheter on an unk date and the pt had not reported it until he was in the clinic for a routine visit. The hp had simply placed it back after it had separated. The nurse found that the adapter was loose at the pt end of the catheter, and they could easily slide it back and forth. The pt had his catheter for 1 1/2 years before it came apart. The adapter was replaced with another plastic adapter (lot#661001) and the transfer set was also replaced with another transfer set (lot# h14b18010). The pt had his catheter taped down. No infection occurred. However, a couple months later, the new adapter had come loose again and disconnected, and this time the pt had an infection. Pt was treated with ip antibiotics. A titanium adapter was then placed on the pt.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.